Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all functional test requirements, which included testing at nominal normotensive and hypertensive settings, with no anomalies, irregular noises or alarms. In addition, the driver was subjected to an additional 48-hour observation run and was confirmed to perform as intended with no issues. No unusual noises were confirmed, the root cause of the reported issue could not be determined. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited abnormal noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.